Manufacturer narrative:
Concomitant products: 5076-45 lead implanted: (B)(6) 2011.

Event description:
It was reported that there was premature battery depletion and the device was at eri (elective replacement indicator). It was also reported that there was high impedance, a high number of short v-v intervals, and a possible lead fracture. The device was explanted and replaced, and the rv (right ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.